Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right popliteal artery. After a guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient injury or complications were reported. Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed that the tip is damaged and there is a pinhole 16mm from the tip. There is buckling of the guidewire lumen from 11mm to 18mm from the tip. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right popliteal artery. After a guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient injury or complications were reported.